Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. A perforation of the patients' ventricle occurred during the procedure. A new endotak lead was implanted.